Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged-coupled device unit was broken. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was due to the broken charged-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a flickering image dropping out when the outer part of the scope was moved. The issue was observed as an out of box failure. There were no reports of patient involvement.